Event description:
It was reported that the patient underwent a plf. The lamina hooks were implanted at l4. It was found that a non-break off plug came off from the hook at right side. No revision surgery is planned at this time.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540120, 510k# k052187 was cleared in the united states.